Manufacturer narrative:
See manufacturer report number: 2182207-2009-07584.

Event description:
Literature: o'sullivan d, pell m. Long-term follow-up of dbs of thalamus for tremor and stn for parkinson's disease. Brain res bull. 2009; 78(2-3):119-121. Summary: dbs of the vim nucleus of the thalamus maintains long-term benefit for tremor due to essential tremor or to severe tremulous parkinson's disease. As far as bilateral stn stimulation, it maintains the benefit for the movement disorder aspect of parkinson's disease, such as tremor, rigidity and bradykinesia, but in the author's experience, does not prevent the progression of the disease and therefore, is of no benefit for the non-dopaminergic aspects of the disease. Event: it was reported that the patient experienced an intraventricular hemorrhage. The patient died 6 weeks after surgery, due to extensive thalamic hemorrhage. It was reported that this patient was on aspirin and failed to cease it despite instructions to do so. Patient failed to provide information regarding the continued use of aspirin.